Event description:
The customer reported no differential (diff) results and a clear fluid leak of approximately 12ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/19/2015. The fse confirmed a leak from the sheath restrictor tubing which became disconnected; fluid from the sheath restrictor spilled onto the connector of the light scatter (ls) preamp card, damaging the card, and causing the diff/retics offsets to be at 0.0v, affecting the differential recovery (no diffs). The leak was resolved by replacement of the sheath restrictor tubing; the ls preamplifier card was also replaced, resolving the differential (no diff) issues. (B)(4).